Event description:
Pt enrolled into the create pas trial. During the deployment of the protege rx stent, the stent jumped and was deployed proximal to the target region in the proximal left internal carotid. Two other stents were used which also jumped and were not deployed in the target lesion. No injury to the pt reported. Please reference MDR's 2183870-2009-0015 and 2183870-2009-00116 for other protege rx stents used in this procedure.